Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device would lock-up, during the self-test phase of the boot-up cycle. In this state, therapy would not be available, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc) on the system pcb assembly, which caused the device to not complete its boot-up cycle.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device would lock-up, during the self-test phase of the boot-up cycle. In this state, therapy would not be available, if it were needed. There were no reports of patient use associated with the reported event.